Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera 4k uhd camera control unit was displaying an e116 error message. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Please see updates to d9, h3, h4, h6 and h10. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code 116 occurred due to a defective graphics process unit (gpu). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.